Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be dripping out of the tubing during the load fill tubing sequence. Reportedly, the customer had loaded the cartridge with cold insulin. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer¿s blood glucose level was 185 mg/dl.